Manufacturer narrative:
Information regarding the second vbx device utilized in the procedure: lot/ serial number: (B)(4). Catalog number: bxa085901a. UDI: (B)(4). Product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient with bilateral iliac occlusions and underwent treatment utilizing two gore® viabahn® vbx balloon expandable endoprostheses. The physician advanced both vbx devices to the treatment zone and initiated deployment. One vbx device ((B)(4)) was deployed without issue. The second endoprosthesis' ((B)(4)) balloon ruptured at nominal pressure but complete deployment was successful. The ruptured balloon was withdrawn without issue and another balloon was used for post dilation. Since both vbx devices were deployed at the same time and are identical in size, it is unknown which vbx device is associated with the balloon rupture. The patient tolerated the procedure.